Event description:
A group of us was assisting the nurse [redacted name] to reposition her patient. [Redacted name] noticed that the flotrak arterial tubing came apart at the connection below the transducer. No harm to patient. It was caught immediately. [Redacted date] - reported that defective sample was discarded by clinician. The connection is distal to the white portion, directly after the stopcock. This is a connection that can be tightened and is known to be loose when opened, however the connection loosens over time.